Manufacturer narrative:
Device was implanted. The screw head was discarded. No evaluation will be performed. Additional information has been requested and if received will be supplied on a supplemental report. Same patient event as MDR 8031020-2009-00041.

Event description:
It was reported that, "surgeon was implanting screw and screw head broke off."